Manufacturer narrative:
The pod was received not deployed with an 0x41, rotational sensor maximum summed error table, hazard alarm observed in the pod data in conjunction with rotational sensor abnormalities. These rotational sensor abnormalities resulted in first prime ending early which led to the firing flat not being lined up with the release bar at the end of second prime. Investigation of the commutator cap found contamination in multiple areas. The pod was reset and rerun which replicated the rotational sensor abnormalities. Due to this replication, the observed commutator cap contamination can be confirmed as the cause of the observed rotational sensor abnormalities, hazard alarm, and the pod failing to deploy when intended.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward. It was unknown how the patient treated the issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.